Manufacturer narrative:
Investigation summary: in response to the event reported, a device history review was conducted for lot number 0322470. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately due to current practices being implemented by (B)(6) customs, used medical device cannot be submitted to the manufacturing facility for functional testing. Photographs of the devices were submitted and functional testing was performed on retention samples for the affected lot. Leaks were observed in some of the retention samples; closer inspection revealed that in all instances where a device had leaked the heparin cap had been inserted into the connector loosely, reinsertion of the heparin cap allowed all of the devices to function normally without developing further leaks. Unfortunately, the root cause for this complaint could not be determined at the conclusion of our review. The plant has started CAPA#(B)(4) in december 2020 to conduct an in-depth investigation. One of the measures was to improve the taper of the adapter, which was completed in december 2021. The complaint sample was produced before the base was improved.

Event description:
It was reported that the bd¿ prn adapter leaked anticancer medication onto the animal's skin during the infusion. The following information was provided by the initial reporter, translated from (B)(6) to english: "during infusion of an anticancer drug for a pet, the leakage occurred. After I placed a needle/catheter and connected it to prn and started infusion and then saw the fluid leaking between the intravenous cannula and the prn adapter, which caused a damage on the animal skin."